Manufacturer narrative:
Additional information was received indicating the programmed settings on the pump were: (last known as of (B)(6) 2020) morning dose 0 ml, continuous dose 2.5 ml, extra dose 1.5 ml. It was reported that it was unknown how many hours the pump ran during the night, so approximate volume over-infused is unknown. Per reporter the patient did not have a night pump.

Event description:
Information was received indicating that a smiths medical cadd-legacy duodopa ambulatory infusion day pump was left running during the night. It was reported that the patient feels well and no adverse patient effects were reported.